Event description:
Primary stability achieved, no osseointegration. Immediate implantation. Bone resorption, infection, pain, increased sensitivity, mobility. Bone did not integrate on buccal surface caused sensitivity and pain.